Event description:
Heads no longer stay on the toothbrush...brush head vibrates off the body/failed on the metal spike the heads fit on to - oral-b device breakage. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads no longer stayed on the oral-b 3000 series toothbrush and as soon as they started using it, the oral-b toothbrush head vibrated off of the oral-b toothbrush body. No injury was reported. On (B)(6) 2024 follow up via e-mail: the concomitant product was oral-b power oral care refills cross action eb50. The consumer reported that something failed on the metal spike of the oral-b toothbrush that the oral-b toothbrush heads fit onto. No injury was reported. On (B)(6) 2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3772. The suspect product lot was 3db21650452. No injury was reported. On (B)(6) 2024 follow up via digital safety assessment survey: the consumer was a 29 year old male. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.